Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.4; lab(inratio meter): 2.3. Wife of pt (new user) called to report discrepant results between the two meters. Range: 2-3. Pt had cold hands; did not warm them. Pt also had difficulty with fingerstick and was milking the finger.

Manufacturer narrative:
Investigation pending.